Event description:
According to the customer, for approximately 1 week it was taking 1 hour to nebulize 5 ml of liquid.

Manufacturer narrative:
According to the customer, for approximately 1 week it was taking 1 hour to nebulize 5 ml of liquid. The customer was not receiving her albuterol and saline and was not able to receive her medications by any other means. The device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.